Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range pace impedance measurement for the competitive right ventricular (rv) lead. Daily measurements showed high out of range impedances while in the office impedance measurements were within normal limits. A life vest was put on the patient prior to the revision procedure. During the revision procedure, the physician explanted the competitive rv lead and electively replaced the device. No adverse patient effects were reported.